Manufacturer narrative:
A formal investigation has been completed to address the issue of the e323 alarm that occurred during a power outage. Based on the investigation results, the identified root cause is related to a software issue. The issue has been resolved with a software patch that prevents the false positive e323 ¿ high trickle current alarm, by increasing the duration of detection logic of e323 from 3 seconds to a 5 minute sliding window. An e323 alarm is generated only if the 80% of filtered current readings are above 300 ma (trickle current threshold) in the 5-minute sliding window. Upon detecting an e323 condition, the charging algorithm disables the charging circuit to protect the battery. The infusion does not stop and continues to run ¿e323¿ as a low priority alarm. The e323 alarm is cleared only if the pump is powered off and on.

Event description:
The customer reported a false e323 - high trickle current alarm during a city wide power outage. There was an interruption of infusion during the power outage after the pump completely shut down without any alarm, even though the battery was fully charged. The false e323 alarm appeared when the generator at the facility started and the pump turned back on within ten seconds. Multiple devices simultaneously re-started in different areas of the hospital, requiring the user to restore the existing therapy. There was patient involvement but no adverse event to the patient. A health hazard analysis was completed on 12/23/2016, and it was determined that this malfunction could cause or contribute to a death or serious injury in the high risk critical care population, since the ability of the operator to intervene is reduced due to the need to troubleshoot multiple pumps. A field action in the form of a customer letter was initiated on 30-december-2016.

Manufacturer narrative:
Subsequent to the submission of the medical device report, the FDA recall number was assigned.

Event description:
The customer reported a false e323 - high trickle current alarm during a city wide power outage. There was an interruption of infusion during the power outage after the pump completely shut down without any alarm, even though the battery was fully charged. The false e323 alarm appeared when the generator at the facility started and the pump turned back on within ten seconds. Multiple devices simultaneously re-started in different areas of the hospital, requiring the user to restore the existing therapy. There was patient involvement but no adverse event to the patient. A health hazard analysis was completed on 12/23/2016, and it was determined that this malfunction could cause or contribute to a death or serious injury in the high risk critical care population, since the ability of the operator to intervene is reduced due to the need to troubleshoot multiple pumps. A field action in the form of a customer letter was initiated on 30-dec-2016.

Manufacturer narrative:
Investigation revealed that a false positive e323 alarm may occur only when the battery is fully charged (in trickle charge state) and the pump is unplugged from and re-plugged into ac power within approximately 7 seconds. When the ac power removal is detected, the battery charger algorithm exits the trickle charge state and goes back to initial charge state. Due to an approximate 7 second hardware delay in detection of ac removal, the battery charging algorithm may not detect the removal of ac power if the pump is quickly plugged back into ac power. In this case, the battery charger state will remain in the trickle charge state instead of moving to charger off state. If the charge current drawn by the battery exceeds the 300 ma high trickle charge threshold for 3 consecutive seconds after plugging the infuser back into ac, a false-positive e323 alarm occurs that initiates a low priority audible and visible alarm with the message ¿keep plugged into ac! Service battery / replace pump¿. Due to a software defect, the battery state is incorrectly marked as depleted and the pump restarts and prompts the user to restore the existing therapy. The e323 alarm does not persist and will not be present when the pump restarts. If the device is not attended to after the restart, an n102 ¿no action¿ alarm will occur after 2 minutes to remind the clinician to take action. Hospira has initiated a formal investigation to address this issue. The investigation remains in progress.

Event description:
The customer reported a false e323 - high trickle current alarm during a city wide power outage. There was an interruption of infusion during the power outage after the pump completely shut down without any alarm, even though the battery was fully charged. The false e323 alarm appeared when the generator at the facility started and the pump turned back on within ten seconds. Multiple devices simultaneously re-started in different areas of the hospital, requiring the user to restore the existing therapy. There was patient involvement but no adverse event to the patient. A health hazard analysis was completed on 12/23/2016, and it was determined that this malfunction could cause or contribute to a death or serious injury in the high risk critical care population, since the ability of the operator to intervene is reduced due to the need to troubleshoot multiple pumps. A field action in the form of a customer letter was initiated on 30-dec-2016.